Event description:
Patient was using a prepasted disposable toothbrush. The toothbrush broke apart in her mouth causing her to swallow a piece. The patient seeked medical attention at the hospital emergency room.